Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Manufacturer narrative:
(B)(4). Concomitant products: patient medications include trazadone hcl, oxycodone, aspirin, cyclobenzapine, ibuprofen, hydrochlorothiazide, prometharine, ventolin, metoprolol, and succinate. Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2016, the patient underwent endovascular of a right common iliac aneurysm with a gore® excluder® iliac branch endoprosthesis. During the procedure, a 23mm x 12mm iliac branch component (ceb231210a/15021965) was advanced into position and deployed as planned. A flexible 12fr introducer sheath was then advanced into place in order to deliver a 10mm x 7cm internal iliac component. The device was advanced to the level of the contralateral gate, but would not advance any further. As the device was pulled back in order to re-advance, wire access was lost in the internal iliac artery. Multiple attempts made to exchange wires and regain access to the internal iliac artery were unsuccessful. The physician elected to forgo the endovascular procedure and convert to an open aneurysm repair. The implanted iliac branch component was removed and the vasculature was surgically repaired. The patient tolerated the procedure.